Event description:
The foreign distrbuting customer returned a wm350 electromechanical pump to mckinley stating that the pump shifts into "prime" mode during normal delivery program. It is not known if this occurred during set-up or during patient therapy. There was no report of patient injury with this incident.